Event description:
The customer reported having high blood glucose. The customer's most recent glucose reading was 437mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, date, and time were correct. Ran a fixed prime and high pressure test and the tests passed. The customer called back and stated that her blood glucose went up to 553mg/dl, and she was treating with the insulin pump. The customer stated that she entered her glucose reading in the pump and gave herself a bolus. While on call, the paramedics were contacted. Instructed customer to check again and her blood glucose dropped to 502mg/dl. Attempted later to contact customer to obtain more info surrounding the event, and was not able to reach. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.